Event description:
The patient developed redness at the pump site. The patient was treated with intravenous vancomycin and oral bactrim. The patient recovered without sequela. The medication being delivered via the pump at the time of the event was not reported.